Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented at the hospital after receiving a vibratory alert due to non-sustained rv oversensing episodes. The atrial lead was explanted and replaced during a schedule generator change out procedure. The patient was stable post procedure.